Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who underwent unknown spinal therapy for stenosis. It was reported that during a revision case the patient had hard bone and the tip of the driver snapped off while putting the screw. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the revision surgery was done due to patient had flat back and was not due to any of medtronic products. There were no broken fragments left inside the patient and the product was discarded by the customer.